Event description:
It was reported that the patient's left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2018. No patient symptoms were reported. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.